Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venous closure of the right common femoral vein was attempted using a prostyle device via an 8f sheath. Reportedly, the sutures got tangled near the foot. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported difficult to difficult to remove cannot be confirmed as this is based on procedural circumstance and cannot be replicated in a lab environment. However, based on the evaluation of the returned unit, a posterior cuff miss likely occurred. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported difficulties and subsequent treatment appear to be related to the circumstances of the procedure. In this case, it is likely a posterior cuff miss occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.